Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that a cartridge change error occurred. The customer declined to further troubleshoot the issue with tandem technical support. Customer¿s blood glucose level was 192-309 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.